Manufacturer narrative:
Field service engineer (fse) investigated issue reported by operator. They stated after opening a test folder to verify the system will fluoro and perform digital spot exposures, it worked. After the patient was on the table, the system would not display the fluoro image . Fse found that when the fluoro pedal was pressed, the generator made noises like it was activating fluoro but no image was being displayed on the monitor. When digital spot and dr exposures were made the system displayed the images normally. Fse power cycled the complete system to include the thales processor and the fluoro images were displayed normally on the monitor. The fse verified proper operation per ddis system service checklist (B)(4) and returned the unit to the customer for service.

Event description:
Customer reports the system failed during a patient procedure. Staff moved the patient to another room and completed the procedure without incident. No reported injury.